Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a burnt power supply on a cobas integra 400 plus instrument. The burnt power supply caused a "little" fire and produced smoke. A toxic odor was released and the "firefighting team" was called to the laboratory and staff was evacuated. No one was injured by this event. The picture provided by the customer shows a discolored planar winding which indicates signs of overheating. The most likely root cause of the issue was due to a weak electronic component which caused the overheating. The instrument was installed in (B)(6) 2008 and still had the original power supply. The power supply for this instrument has since been updated. The original power supply was replaced with the new power supply and the instrument now works as specified. This failure occurs sporadically but not systematically. There have been (B)(4) cases out of an installed base of more than (B)(4) instruments.